Event description:
Provider alleged concealed damage out of box failure. When unit was removed from the box, the back is cracked above the battery housing and when seating on it the right side about shoulder height.